Event description:
It was reported to medtronic neurosurgery that the pt line broke when the surgeon connected it to the ventricular catheter. It was also reported that the pt's current status was that they were in good condition.

Manufacturer narrative:
The pt line was fractured at the mainline stopcock. This caused the device to not meet requirements for the leakage testing. It is unk how or when this damage occurred. A review of the mfg records showed no anomalies.